Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The symptom that the customer got from high blood glucose is tiredness nausea, abdominal pain and frequent urination. Customer reports they have contacted their healthcare provider regarding the high blood glucose. Customer current blood glucose is 122 mg/dl. Customer blood glucose at time of the incident is 400 mg/dl. Customer states the drive support cap appears normal. Customer declined to check for the presence of leaks or air bubbles in the tubing and reservoir. Infusion set changed on (B)(6) 2017, customer did not change the set by following the guidelines. Customer is unable to remove and change set at this time. Customer reports bolus wizard is programmed accurately. Customer did not perform high pressure test. Customer did not receive any alarms since high blood glucose reading. Insulin pump will be returning for analysis.